Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. This event was reported by the distributor. The reported healthcare facility is: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used on a procedure on an unknown date. During the procedure, it was noted that the balloon had a pinhole leak. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.